Event description:
It was reported that error 213 was prompted on the console during a photoselective vaporization of the prostate procedure. The procedure was cancelled. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The laser was serviced in the field and error message was confirmed. The resonator and laser power supply (lps) were replaced. The returned resonator was found to have a broken front coupler and needed to be upgraded to 4th generation specification. The lps was found to be in good physical condition and no physical damage that was related to the error message. Based on the investigation results the issue was most likely due to an electrical failure with the resonator and power supply (lps). Issues with the resonator can trigger additional error codes. The system passed full functional and electrical safety testing. Based on the observed error code, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that error 213 was prompted on the console during a photoselective vaporization of the prostate procedure. The procedure was cancelled. There were no clinical consequences to the patient.